Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported malfunction could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed error message (scope communication err (b30). The issue occurred during setup/preparation for use, before the patient was in the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: d8 - was device serviced by third party?, h3 - device evaluated by mfg?, h6 - adverse event problem, h11 - additional mfg narrative. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the b30(scope communication err) occurred due to corrosion on plug unit. A definitive root cause could not be identified. The most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.